Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the fluted tip broke off. Metallurgy evaluated the instrument and determined the failure to be a fatigue fracture. The date code (B)(4) indicates the instrument was manufactured in april of 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the cement plug drill was broken during the tha surgery while inserting it into the femoral neck.